Manufacturer narrative:
The suspect medical device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 1 similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that the coaxial was placed in the patient, attempted to pass the temno elite needle through coaxial and it would not fit. A second temno elite opened passed without issue.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.